Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation patient experienced pain, infection, recurrence, bleeding, vaginal scarring, urinary problems and bowel problems. (B)(4) - recurrence; urinary problems; bowel problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that patient underwent adhesiolysis and lso on (B)(6) 2013 due to chronic pelvic pain and extensive pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and perineoplasty due to stress urinary incontinence and loose perineum.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, nocturia, hematuria, incomplete bladder emptying and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional patient codes: (B)(4)- urinary frequency, (B)(4) - vaginal discharge, (B)(4)- burning sensation additional narrative: it was reported that following insertion the patient experienced urinary frequency, vaginal discharge, and burning sensation.